Event description:
During remote monitoring, an episode of ventricular tachycardia (vt) occurred and the device appropriately delivered anti-tachycardia pacing (atp), however, the atp was too aggressive and resulted in accelerating the vt into ventricular fibrillation (vf). The device delivered an appropriate shock which terminated the vf and brought the patient back to sinus rhythm. Reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.